Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the anvil head could not be removed from the trocar before use. Then, the surgeon removed the anvil head forcibly, and it could not be attached to the trocar again. Another competitive device was used to complete the case. There were no adverse consequences to the patient.